Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 4.4g over specification.